Event description:
The customer called and reported experiencing high blood glucose of 426 mg/dl and the symptom of xerostomia. She treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for presence of leaks or air bubbles. Customer stated the healthcare provider had made minimal changes to the settings recently. Basal rate settings were programmed accurately and bolus history was correct. Customer did not have a tubing clamp with which to perform high pressure test. Customer stated she changed the infusion set cannula and it was bent. It was recommended that customer change out whole tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.